Manufacturer narrative:
The product is expected to be returned for further investigation; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preventive maintenance of this ev1000 platform, the injectate temperature (it) was out of range. There was no patient involvement. The platform was available for further evaluation. Please see values below: it 1.4ºc functional test: value obtained was 0.9ºc, while expected result is 1.4 ± 0.3ºc; it 15.3ºc functional test: value obtained was 14.2ºc, while expected result is 15.3 ± 0.3ºc; it 25.4ºc functional test: value obtained was 24.1ºc, while expected result is 25.4 ± 0.3ºc.

Manufacturer narrative:
Examination of the device confirmed the injectate temperature (it) was out of range. Please see values below: it 1.4ºc functional test: value obtained was 0.9ºc, while expected result is 1.4 ± 0.3ºc it 15.3ºc functional test: value obtained was 14.2ºc, while expected result is 15.3 ± 0.3ºc it 25.4ºc functional test: value obtained was 24.1ºc, while expected result is 25.4 ± 0.3ºc it was not possible to recalibrate the system. The cpu board inside the databox was replaced and all tests passed with the correct values. There was a defective component on the board. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Injectate temperature is one indicator of cardiac output, which is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.